Event description:
It was reported via repair work order that the litter would not lay flat as the incorrect foot litter weldment was installed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.